Event description:
It was reported that the lever came off and the cassette cannot be removed. The fault occurred during infusion. There was known patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one device was returned for repair. Service history review identified no indication that the complaint was related to a service of the device within the view period. Physical condition of the device confirmed that the latch lever came off. Possible cause was poor fixation of latch lever screw. The screw was tightened to fix the latch lever. Device passed all function tests.